Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2015; 407652 lead, implanted: (B)(6) 2015. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion and the device was at elective replacement indicator (eri). Thresholds and impedances were noted to be within normal range. The device was explanted and replaced. No patient complications have been reported as a result of this event.